Manufacturer narrative:
The device was returned to olympus for evaluation. We were unable to confirm the users report. The biopsy channel was checked with a borescope and no foreign material was found. The scope failed the leak test due to k-pipe in the forceps elevator. The ultrasound image contained two broken elements. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported plastic fibers coming from the biopsy channel on a gastrovideoscope. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed and the origin of the plastic fibers could not be confirmed. Investigation reviewed the attached image and the biopsy channel (ch) appeared to be normal. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not identified, however, since no missing parts and scratches were found in the biopsy ch, it is highly probable that the foreign matter was not the device parts. Possible cause could be a result of foreign matter got mixed in the biopsy ch due to user handling. The instructions for use (IFU) states: the possibility of infection by insufficient reprocessing. ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment used with this instrument as instructed in their respective instruction manuals.¿